Event description:
During a one level tlif procedure, a surgeon removed an implant because he believed it was not positioned correctly. This was based on the surgeon's belief that the radiographic markers appeared to have a lateral shift from where he expected them to be when viewed by x-ray (during the procedure). The surgeon used a drill to remove the implant because he was not successful in attaching the implant removal tool to the implant. The case was completed using a second implant which when viewed by x-ray appeared to exhibited the same implant marker position as the implant that was removed.

Manufacturer narrative:
Device discarded by hospital. A supplemental report will be filed when x-rays requested from the complainant are received and investigation of the reported event is complete.